Event description:
Pt was involved in a near miss car accident. Hcp states pt tensed up and felt pain. His device was reprogrammed but pt reports stimulation not as good as before.

Manufacturer narrative:
(B) (4).